Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported by the dr. That fecal matter comes out at the time of irrigation from the colonovideoscope. This malfunction occurred during the procedure. There were no reports of patient harm.